Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "bridge test fail" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod and this complaint is still under invesigation.